Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test and basic occlusion test. Device received with normal operating currents. No blank display noted. Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to priming anomaly. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 256 mg/dl at the time of incident. The customer inserted a new battery and cleaned the battery cap but the insulin pump did not turn on. Troubleshooting was performed for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The device is expected to be returned for analysis.